Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual and microscopic inspection found no damages or failures were observed on the catheter code pcba board assembly. It was observed that the imaging window was twisted. The ic windup with a broken drive shaft began 55 cm from the distal end of the connector shaft. Impedance testing shows an electrical open at distal wave form. Functional inspection was performed using a test guidewire and was inserted with no indication of resistance in tracking the guidewire into the catheter was noted. The catheter was properly recognized by the imaging system when plugged into the motor drive unit and no connection issues or errors were detected during its testing. Based on the evidence, the ic windup with broken drive shaft, open proximal and the twisted found can contribute to device malfunction during procedure.

Event description:
Reportable based on the device analysis completed on 03dec2024. An opticross 18 vascular imaging catheter was received with no issues reported. However, returned device analysis revealed, imaging window was twisted.